Event description:
A break in a catheter during traction removal. The bottom part including a retention dome dropped into a stomach. The indwelling period was 28 days.

Manufacturer narrative:
The manufacturer has received the same and will be evaluated. Results are expected soon.